Event description:
Covidien received information stating that an 840 ventilator was inoperable while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer reported to have not duplicated the alleged malfunction. The customer performed extended self-testing on the device and all tests passed. Covidien was not authorized to service device.